Event description:
The patient reported the down button on the infusion device does not function correctly, and the protective rubber has torn off the menu button. The buttons are not flat, and the down button does not respond even if pressed hard. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the buttons are damaged and restricted handling of the pump is a possible implication. As a result, moisture may enter and caused damage to the electronics of the pump. The up button does not respond to command due to the contamination inside the button. The other buttons were tested successfully and they fulfill their specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.